Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a seroma. It was noted that a refill/programming date was (B)(6) 2013. It was reported that the patient resolved without sequelae on (B)(6) 2013. It was noted that intervention included as medical or non-surgical therapy specified as seroma drained-serosanguineous fluid on (B)(6) 2013. It was reported that intervention included as medical or non-surgical therapy specified as abdominal binder on (B)(6) 2013. It was reported that intervention included medical or non-surgical therapy specified as seroma drained occurred (B)(6) 2013. It was noted that intervention including medical or non-surgical therapy specified as aspirated blood tinged serosanguineous drainage from seroma (B)(6) 2013. It was reported that patient was asked to wear an abdominal binder 24/7 for the following two weeks on (B)(6) 2013. It was noted that diagnostic methods included examination/palpation of the pump pocket and noted as felt like fluid filled palpation. It was reported there was a small amount of swelling above the incision on (B)(6) 2013. It was noted that diagnostic results were increased swelling superior to the pump incision and increased tenderness to site on (B)(6) 2013. It was reported that diagnostics included ultrasound and the diagnostic results were a large fluid collection over the pump on (B)(6) 2013. It was noted that lab work diagnostic results culture of seroma fluid was negative on (B)(6) 2013. It was reported that examination/palpation diagnostic results were swelling and tenderness superior to the pump incision on (B)(6) 2013. It was noted that diagnostic type was fluoroscopy and results were pump check negative on (B)(6) 2013. It was reported that examination/palpation showed seroma reduced and less tender on (B)(6) 2013. It was noted that examination/palpation of pump pocket seroma was resolved on (B)(6) 2013. It was reported that the etiology was incisional site/device tract including the pump pocket. It was noted that it was unlikely device or therapy related. It was reported that it was possibly related to implant procedure. It was noted that the signs symptoms were pump pocket felt fluid filled on palpation, pump incision with swelling and tenderness and a large fluid collection over the pump. It was reported that the severity was mild. It was reported that the patient¿s pump was used to infuse morphine.